Manufacturer narrative:
A ge service representative performed an on site investigation. Replaced the iris pot and checked for correct resistance reading on the pot. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9600+ system booted with an iris pot error. System had to be rebooted to clear. There was no report of patient injury.